Event description:
Baxter reports a customer reported the transfer set was replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 12/2004, (no more than 2 months). No pt injury or medical intervention was associated with this incident.